Event description:
It was reported to philips that the system top cover from the l-arm fell off. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reinstalled the top cover of the l-arm. After the cover was reinstalled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.